Manufacturer narrative:
No device was returned to olympus to date. A review of the repair records confirmed the device has not been repaired before in the past year. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed via service inquiry that the customer visera xenon light source¿s ¿lamp cannot be lit up¿ during preparation before use (patient was not under anesthesia). The intended (diagnostic) laryngoscopy procedure was completed with another similar scope. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, and after the subject device was inspected by an rc engineer, it was found that ¿the lamp cannot be lit¿ due to a faulty power unit. Other inspection findings found: high indicator did not illuminate due to a faulty main board; the manual light adjustment did not work due to poor shading plate. Olympus will continue to monitor field performance for this device.